Manufacturer narrative:
The customer replaced the blower, and the issue was resolved. The blower was received for failure investigation. Customer complaint verified. The root cause is the failure of the blower due to mechanical failure of shaft/bearing assembly.

Manufacturer narrative:
Date of event: (B)(6) 2021. 03mar2021.

Event description:
The customer reported the blower was noisy and then it stopped spinning. There was no patient involvement. The remote service engineer suspected the blower and provided the customer with a part number.